Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was fully mounted. The outer sheath was detached at 57 mm distal to the distal handle. The outer sheath was kinked at 4 mm proximal to the proximal end of the mounted stent. The inner shaft was detached just distal to the distal end of the stainless steel shaft. The outer jacket to spacer tube bond failed. The outer sheath was retracted by hand and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was dissected longitudinally and no issues were noted with the inside of the outer sheath. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. No further escalation is required at this time.

Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for a stricture within the colon. The stricture was 12 cm in size. The patient anatomy was reported to be tortuous. During the procedure, the device was advanced into the patient through the scope. When positioning of the device was almost done, they found the handle broke. The stent could not be deployed due to the broken handle. The device was removed fully constrained from the patient and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results which found part of outer sheath separated from itself and the inner catheter detached.